Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low amplitude at 3 millivolts and the pacing thresholds increased to 7 volts at 1 millisecond. Impedance measurements were normal. The field representative will inform the physician about the lead measurements and anticipated that patient will have chest x-ray and lead will be revised as this could be lead dislodgement. This rv lead was explanted due to infection. Attempt to obtain additional information was unsuccessful. There were no additional adverse patient effects reported.